Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's two infusion sets tubing got detached form the connector on (B)(6) 2024. The infusion set was in use for 6 hours. Blood glucose levels reported during the event was 170 mg/dl. The patient successfully plugged the tubing into the infusion set and resumed insulin delivery. No further information was available.